Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2134803 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip grip would not hold pressure during deployment. The physician attempted to visualize balloon under fluoro and this is when they discovered failure to hold pressure. Manual compression was used to complete hemostasis. There was no reported injury to the patient and increases length of stay. The operator is a trained, mynx expert physician. The balloon was tested prior to use per IFU. The device will not be returned for evaluation as it was discarded. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
As reported, the balloon of a 5f mynxgrip would not hold pressure during deployment. The physician attempted to visualize balloon under fluoro and this is when they discovered the failure and proceeded to hold pressure. Manual compression was used to complete hemostasis. There was no reported injury to the patient and increased length of stay. The operator is a trained, mynx expert physician. The balloon was tested prior to use per IFU. Additional information was requested; however, the information was not obtained after multiple attempts. The product was not returned for analysis. A product history record (phr) review of lot f2134803 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. Vessel characteristics may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynxgrip would not hold pressure during deployment. The physician attempted to visualize balloon under fluoro and this is when they discovered the failure and proceeded to hold pressure. Manual compression was used to complete hemostasis. There was no reported injury to the patient and increased length of stay. The operator is a trained, mynx expert physician. The balloon was tested prior to use per IFU. The device will not be returned for evaluation as it was discarded. Additional information was requested; however, the information was not obtained after multiple attempts.